Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported 1 led segment is broken on the display. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. When powered on, a segment on the red led display does not illuminate. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection showed a defective component "d2" on the system circuit board causes the led segment to fail to illuminate. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6). A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues related to this reported event.